Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, intermittent occlusion alarms were received. The customer's blood glucose level was not impacted. The customer performed infusion set site and supplies changes multiple times which would temporarily resolve the issue. The customer alleged there was an underlying pump issue causing these occlusion alarms. A system check was performed and the pump performed as intended. The customer declined to remove their infusion set site to inspect the cannula. The customer changed their cartridge and infusion set tubing as part of occlusion troubleshooting. During a follow-up, the customer stated no additional occlusion alarms had been received.